Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the third inflation at 10 atmospheres for 30 seconds, the balloon ruptured. It was then removed and completed the procedure with a different device. There were no patient injury reported and the patient condition was good.

Manufacturer narrative:
Initial reporter address 1: (B)(6).